Manufacturer narrative:
This follow-up MDR is being submitted to document additional information received from the sales representative confirming that there is no device available for return.

Event description:
A 74-year-old male with an indication for high-risk percutaneous coronary intervention (hrpci) and a pre-support clinical state consistent with scai shock stage b underwent impella cp support via right femoral percutaneous arterial access. The device was implanted on (B)(6) 2026 at 14:21 and operated at p-8 providing approximately 3.3 l/min of flow with d5w sodium bicarbonate as the purge solution. During support, oozing was observed at the groin access site with an associated firm hematoma-like structure beneath the site. Manual pressure was applied, and coagulation parameters, including act, were monitored. Systemic heparin was not initiated due to elevated and rising ptt. The physician was notified, and the patient was transferred the same night to another facility ((B)(4)); subsequent nursing assessment indicated the hematoma-like structure responded to manual pressure. The device was explanted on (B)(6) 2026 at 10:49. The patient expired following explant. The reported groin site oozing and hematoma are consistent with an access site complication. The death is conservatively being reported to the impella cp but is unlikely related and is most likely attributed to patients underlying critical condition as they presented in scai stage b shock on multiple inotropes and pressors and was ventilated for respiratory support.

Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
H6: updated codes based on the results of the investigation.h11: updated based on the results of the investigation and added clinical review.the root cause of the access site adverse event was not determined due to insufficient clinical details.